Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to refractive error. The iol was replaced with monofocal lens approximately two months after initial procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
The lens was returned loose in a ziploc bag. Solution was dried on the lens. The lens was cleaned with klrp to further evaluate. There was no damage observed to the lens. A power and resolution re-test was conducted. Power and resolution were verified. The lens met specification for power and resolution for a company 19.5 diopter lens. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that a qualified cartridge, handpiece, and viscoelastic were used. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The explanted lens was re-tested. The power and resolution were verified to meet specifications for a company 19.5 diopter lens. There was also no damage observed to the returned lens. The initial report description indicated, "a facility representative reported stating refractive error causing patient to become distraught. Iol replaced. There was patient contact. The procedure completed that day and the product is available to return. Replaced with monofocal." However, the specific model and diopter of the replacement lens was not provided. Follow up attempts were made for additional information. No further information has been provided. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).